Event description:
Unable to obtain reliable ECG trigger.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Device in use on pt, could not obtain reliable ECG trigger. Unable to verify problem. Tested ECG lead wires and cable with simulator - ok. Performed complete performance and function test. (B)(4).